Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation it was observed that the device did not recognize an open door. The cause was identified to be a failed upper latch switch. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it was observed that the device did not recognize an open door. No additional information is available.